Manufacturer narrative:
H10: block a1: patient identifier: (B)(6). Block h6: problem code 2907 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was pulled out of the finger ring portion of the handle assembly. The sheath was torn and kinks were found in the proximal and distal section of the working channel. Both dimples from the screws were visible at the proximal section of the handle cannula. Drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The distal screw and proximal screw depth were measured and found to be within specification. The sidecar rx tunnel was found pushed back out of specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to the handle cannula pulling out from the finger ring. The drag marks observed in the handle cannula indicate that a lot of force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle cannula detached from the handle. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the handle cannula detached from the handle. The basket was pulled out and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.